Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The facility rep states the spring on the spreader bar is coming loose and states the legs will close while in use.